Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. E3. Initial reporter occupation: dmrs assistant h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 10 catheters were found angled/bent during use. There was unknown patient involvement and no patient harm/adverse effects reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.